Event description:
It was reported after the examination, the videoscope image turned completely white when the scope was removed. Immediately after the endoscope image turned completely white, the image returned to its normal state. There was also a report of noise occurring in the endoscopic image. The issue occurred after a diagnostic upper gastrointestinal endoscopy. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6) added due to character limitation in respective field.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and additional information. Updated fields: b5, d4, d8, g4, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure image turned completely white was confirmed but reported failure noise in endoscopic image was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air/water nozzle had foreign material. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the image turned completely white was traced to component failure but reported failure noise in endoscopic image was not confirmed and cause of the reportable malfunction is no problem detected. The most probable cause of the foreign material in air/water nozzle found during device evaluation could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
No additional customer information provided.

Manufacturer narrative:
This report is supplemented to provide a correction to a previously submitted report. Correction field: h4 updated to correct manufacturing date. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.